Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event - estimate. The device was not returned for evaluation. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Reportedly, a 014 bmw hydro guide wire was advanced without issues. Upon removal the guide wire became stuck with the intravascular ultrasound (ivus) catheter. The guide wire and ivus catheter were removed as a unit. After removal it was noticed that the guide wire kinked. The procedure was successfully completed with an unknown guide wire. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.